Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system was returned for analysis. There were bent and lifted stent struts in the first proximal row of the stent. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage to the distal edge of the tip. A visual and tactile examination found several hypotube kinks throughout the device. A visual and tactile examination found no signs of damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent fracture occurred. The target lesion was located in the left coronary artery. A 2.50x24mm promus element plus drug eluting stent was selected for use and advanced but failed to cross the ostium of the lesion and the base of the stent was fractured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent fracture occurred. The target lesion was located in the left coronary artery. A 2.50x24mm promus element plus drug eluting stent was selected for use and advanced but failed to cross the ostium of the lesion and the base of the stent was fractured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.